Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Device component code is related to device problem code for the problem of needle detachment. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is (B)(4) .

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a examination under anesthesia (eua) total vaginal hysterectomy (tvh) anterior repair transobturator tape (tot) posterior repair uterosacral (us) colpopexy cystoscopy with distention procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart detached from the suture and was lost in the device. The scrub technician and the circulating nurses had to open the device and they confirmed that the dart was not in the patient. There were no patient complications reported as a result of this event. The condition of the patient after the procedure was reported to be good. The condition of the patient after the procedure was reported to be good.all other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.